Event description:
Caller reported cgm error 42, with no mention of any impact on the customer's blood glucose level. Technical support guided the caller through a pump reset process, during which complete pump reset information was provided. After the reset, there were no further occurrences of the cgm error code, and the caller successfully started a new sensor session.